Event description:
Add'l info received on 02/24/2026 for report mw5179389 to update info. I am writing to provide an urgent update and additional information regarding my existing case concerning the severe health complications and safety violations associated with my mentor breast implants. I would like to kindly bring to your attention that the manufacturer continues to avoid responsibility for my 15-year-long illness, specifically asia syndrome, while failing to ensure that international medical professionals are adequately informed about mandatory safety protocols. It is deeply concerning that local surgeons still do not follow the essential protocols for total capsulectomy required for systemic symptoms, and that critical safety documentation is being withheld from me by local agencies. I am reaching out to you in hope that the FDA can look into these systemic gaps in the manufacturer¿s international educational and reporting obligations, as your guidance and oversight are crucial in ensuring that safety standards are applied consistently to protect patients like myself from further permanent disability and medical negligence. Thank you for your response and for assigning document number (B)(4) to my case. I am writing to let you know that the initial online form I submitted had limited space, so I was unable to include all the details regarding the severity of the regulatory violations and my injuries. I want to confirm that I possess extensive physical and documentary evidence, including the explanted devices, photos of the serial numbers, and the specific shipping documents that prove the retroactive dating fraud and tracking failure by the manufacturer. I am at your full disposal to provide these documents upon request to assist with your evaluation. Additionally, since I am an international victim suffering severe damages from a us-manufactured device and I am currently without legal protection, could you please advise if the FDA has any department or resource that can direct me regarding legal recourse or how to seek compensation for the damages caused by this regulatory misconduct? Ref report: mw5179390.

Event description:
I am reporting a life-altering injury and a severe regulatory failure regarding my mentor siltex textured implants (450cc), serial number (B)(6). Regulatory & tracking failure: my devices were never legally registered. Mentor's global database contains no record of me as a patient, violating mandatory device tracking regulations. Furthermore, I have obtained shipping documents proving the implants were officially "shipped" to the clinic 3 days after my surgery took place, which indicates retroactive paperwork fraud and means I received unregistered devices. Medical injury: my health deterioration began in 2009, just one year after implantation, during my pregnancy. Since then, I have been diagnosed with hashimoto's thyroiditis and fibromyalgia, suffering from chronic pain, fatigue, and numerous other debilitating systemic symptoms that have left me unable to function normally or work. Current crisis & lack of care: following explantation in (B)(6) 2025, where the surgeon refused to remove the capsules, I am now suffering from massive, chronic delayed seromas and a new, hard, undiagnosed mass in the breast pocket. There is a high suspicion of bia-alcl, but I am in a desperate situation because doctors in serbia refuse to perform cd30 testing and generally ignore implant-related illnesses. I have been dismissed and "gaslighted" by local medical professionals for 15 years. I am currently trapped without adequate medical care, living in disability, and without the financial means to seek competent treatment abroad. Pt codes: 4860, 2238, 4561, 1849, 2069, 2439. Device code: 2993. Ref report: mw5179390.